Event description:
During an upper endoscopy procedure, the physician was attempting to place a cook endoscopy esophageal z-stent with dua anti-reflux valve to bridge an esophageal stricture. The physician was unable to advance the introduction system over the pre-positioned savary wire guide. The procedure was completed using another stent. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The inner section of the introduction system contains a kink and the hole in the introduction system that accepts the locking pin is slightly stretched. These observations suggest excessive pressure had been applied to the introduction system. The distal end of the introducer was advanced over a savary wire guide from our shelf stock, but resistance was met approx 35 cm from the distal end. The kink in the inner section of the introduction system prevented further advancement of the wire guide. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. A sample test was conducted from this lot using a device from our shelf stock. The device functioned as intended. Conclusions: we were unable to conclusively determine a cause for the reported observation because the actual product handling conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy and progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the locking key hole in the introducer showed evidence of stretching and the inner catheter of the introduction system exhibited a kink. These observations suggest the introduction system received added pressure. Damage to the introducer, such as kinking, can occur if the device experiences excessive force during use and/or general handling. The instructions for use for this product line advise the user to inspect the device for kinks or bends prior to use. If a discrepancy is noticed, the product should not be used. The information provided indicated resistance was encountered during advancement of the stent and introduction system. A kink in the introduction system can occur if pressure is applied to the introduction system, perhaps in response to encountering resistance during advancement. A kink in the introduction system can contribute to wire guide advancement difficulties, as observed. Prior to distribution, all esophageal z-stents with dua anti-reflux valve are subjected to a visual and functional inspection to ensure device integrity. This includes inspecting for kinks and advancing a wire guide through the introducer. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action is warranted at this time because the observation may be related to use and/or product handling factors. Customer qa will continue to monitor for complaint trends.